Event description:
It was reported that during software upgrade, the patient received two inappropriate shocks. The upgrade was interrupted, and the device was found in backup vvi mode. The ICD was restored to normal settings and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.